Event description:
It was reported by a patient and the ventricular assist device (vad) coordinator that a patient was having trouble connecting to a port of the controller. There is no report of consequence or impact to the patient. No additional information is provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Information for use states the controller, powered by two batteries or by one battery and electricity from the wall or car outlet, regulates pump function and monitors the system. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. *this is report 61 of 117. Device has not been returned.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a vad stop alarm on the reported event date. Further review indicates that this alarm was most likely a result of clinicians adjusting pump parameters. Evidence of reported power switching events was not found during log file analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The root cause of the device issue could not be determined as no failure was detected. One battery (serial/ lot # and catalog/part no.) -unk- was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device's product ID is unknown. Analysis of the device could not be performed since the device was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.